Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in june 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with an amia cassette. There was difficulty connecting the cassette to an unspecified product. This occurred during setting up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function tests were performed and no issues were observed. The connection/ disconnection test was performed and the results were within specification. The reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.